Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the foley catheter balloon would not inflate.

Manufacturer narrative:
The reported event was confirmed, as manufacturing related since only the manufacturer punches the inflation notch. Visual evaluation of the returned sample noted one opened (original packaging present), unused silicone foley catheter present with no obvious visual defects. Catheter balloon was inflated with 5 ml of methylene blue solution (3 drops 1% aq methylene blue per 100ml of distilled water) and was not able to deflate, which was out of specification. After the balloon was cut away, it was noted that there was flash in the incompletely perforated inflation notch. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: ¿recommended inflation capacities. 3cc balloon: use 5ml sterile water. 5cc balloon: use 10ml sterile water. 30cc balloon: use 35ml sterile water. Do not exceed recommended capacities. Warning: after use, this product may be a potential biohazard. Handle and dispose of in accordance with applicable local, state, and federal laws and regulations."

Event description:
It was reported that the foley catheter balloon would not inflate.